Manufacturer narrative:
The company rep examined the system and confirmed customer reported sound problem, but could not duplicate the reported infusion pressure problem. The company rep replaced the sound printed circuit board (pcb). The system was then tested and met all product specs. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that the system unexpectedly increased infusion pressure during a procedure. After troubleshooting, the case was completed using the same system following a 15 to 20 minute delay. In addition, the customer indicated the system's voice confirmation shorts out and the settings saved in memory defaults change on their own. There was no pt harm reported. Add'l info has been requested.